Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the needle will not come out with the gun, when gun is being pulled back. The biggest complaint is the hub is hard to hold while pulling out the needle. No other information was provided. It was reported that this occurred with two needles. This report addresses the second needle.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 125299 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that the needle will not come out with the gun, when gun is being pulled back. The biggest complaint is the hub is hard to hold while pulling out the needle. No other information was provided. It was reported that this occurred with two needles. This report addresses the second needle.